Event description:
In preparation for an endoscopic ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, the blue hook separated from the loading catheter at the location of the accessory channel cap. Forceps were used to remove the blue hook from the endoscope and another device was used to perform the procedure. This occurred during the loading process; the detached blue hook was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. One blue hook has separated from one end of the loading catheter. The blue hook was returned attached to the trigger cord directly beside the knot. The outer diameter of the blue hook and inner diameter of the loading catheter were measured and found to be within the appropriate mfg specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. The limits our ability to conclusively determine a cause. We confirmed the blue hook that separated was located directly beside the knot in the trigger cord upon receipt for eval. This suggests the user may have placed the blue hook of the loading catheter directly beside the knot of the trigger cord. This is against the instructions for use and could have contributed to this observation. However, it is possible that the blue hook was placed in the correct position (2 cm from the trigger cord knot) by the user but then moved toward the knot when it reached the accessory channel cap. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.